Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported having a revision, because she had lost a lot of weight and the ins and lead had moved and wasn't effective. [Omitted information regarding patient having difficulty with their current device can be found in pe (B)(4)].